Manufacturer narrative:
A follow up report ill be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has a battery issue. There was no reported patient involvement. The customer reported they have a dfm100 failure. The efficia dfm defibrillator model 866199, is substantially similar to the heartstart xl+ (model #861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Upon further investigation it was determined that this complaint is a duplicate of an existing complaint, for which MDR # 1218950-2017-03877 was submitted. Please see the corresponding reports for evaluation data